Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified vein. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured vertically at the center upon first inflation at 8 atmospheres for 20 seconds. The device was removed without any problem, and the procedure was completed with another of the same device no complications were reported, and the patient was in good condition after the procedure.